Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis / mechanical interaction with blood: the cause of the injury was most likely related to unintended use issue, since the pump was in improper position during hemolysis, based on data log and clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the impella pigtail caught in the papillary muscle. Additionally, the patient was having hemolysis issues. The impella pump was removed; it was reported that the customer survived explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.